Event description:
X-rays were confirmed to have occurred and the radiology report revealed no abnormalities. The x-ray image itself was not provided to the manufacturer for review.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient presented with high impedance shortly after a battery replacement and was referred for surgery. It was confirmed that during the recent replacement surgery, the setscrew clicked twice when tightening, and the physician reported being able to see the lead pin past the second connector block. It was noted that the patient had not had any recent trauma or manipulation and was referred for x-rays. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a lead revision where it was seen that the lead pin was not fully inserted. The lead was reinserted and the impedance issue resolved without device replacement.